Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus india, omsc determined there was the possibility this phenomenon was attributed to the camera cable failure of the subject device due to third party repair or excessive force of the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus india but has not been returned to omsc. Olympus (B)(6) checked the subject device for evaluation. It was found the camera cable break which made no image. Moreover it was found some third-party work for the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(6) , it was found the image of the subject device was flickered. There was no patient injury associated with this report.